Manufacturer narrative:
Evaluation - a visual inspection of the returned product shows the lens optic is torn in half and one haptic is torn off and missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon was attempting to insert a single piece collamer lens model cc4204bf in patient's eye and notice the lens was tearing so he quit using it. It was reported that the lens damage was due to a loading error. There was patient contact but lens was not all the way in the eye so no patient injury.